Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient has had high heart rates events within the past few weeks which has been treated with medication to lower the heart rate. The patient was brought into the emergency department recently and it was determined that the implantable pulse generator (ipg) was set in the wrong mode. The mode was adjusted and the ipg remains in use. No further patient complications have been reported as a result of this event.